Manufacturer narrative:
The reported events of "over filtering of 360 degrees" and "chemosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a few months after a patient had a xen 45 gel stent implanted in their left eye, the "iop was 12 over filtering 360 degrees chemosis" and "anterior chamber formed, and the surgeon treated patient with compression sutures with no resolution." The xen was ultimately removed.